Event description:
It was reported that the o2 concentration value was higher than set on the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the o2 concentration value was higher than set on the ventilator. Identification of issue has been done by analyzing problem description and photo of screen and active alarms. According to the information provided by the technician, during the use of the ventilator, the oxygen concentration high alarm occurred. When o2 concentration was set to 50 %, the delivered value was 100%. According to the customer the device passed all performance tests and was returned to clinical use. No part was replaced. The issue was decided to be reported as too high o2 concentration delivered to the patient together with other alarms may lead to insufficient ventilation. There was no patient harm. The technician's hypothesis claimed that there was an issue with air pressure from wall supply, and therefore drop of the air pressure would cause 100% concentration of o2. However, other ventilators connected to the same source of the gas, did not alarm. It was not possible to review the logs, as only photo of the screen was provided with displayed o2 concentration high alarm and additionally the "double bell" icon, which confirmed that more alarms were being active. Without more details about the issue and which alarms were generated it is not possible to establish the root cause of the issue.